Manufacturer narrative:
The lot number is known for only one of the lenses. Lenses were not returned. Therefore it is unknown which lens relates to the conditions. This same event description will be reported separately for each eye. One reported as permanent injury with medical intervention right eye (the other report with known lot) and this report reported as medical intervention left eye (unknown lot).

Event description:
Coopervision was made aware by the patient on (B)(6) 2013 that she was seen at a hospital (B)(6) 2013 as an outpatient regarding complaints of a foreign body sensation in her eyes and was diagnosed with a corneal abrasion and then referred to dr. (B)(6) of the (B)(6) clinic. Coopervision followed up with dr. (B)(6) office. The office related that the patient was seen on an on-call basis only. Dr. (B)(6) office referred coopervision to follow up with the patient's primary ophthalmologist dr. (B)(6) of (B)(6) hospital. Medical information was received from dr. (B)(6) office on (B)(6) 2013 as follows. (B)(6), female who was referred by dr. (B)(6) for bilateral corneal ulcers. The patient visited dr. (B)(6) for seven visits in the month of (B)(6) 2013. Upon the first visit the patient c/o photophobia, pain, tearing and foreign body sensation both eyes. The left eye showed moderate epithelial staining, corneal infiltrates, mild epithelial edema, moderate stromal edema, moderate limbal injection, moderate bulbar injection and a mild peripheral corneal scar or opacity (1.5 mm infiltrate and overlying epithelial defect). There is a temporary decrease in visual acuity. The right eye showed moderate epithelial staining, corneal infiltrates, mild limbal injection, mild bulbar injection, and a moderate central corneal scar or opacity (1.0mm infiltrate with epithelial defect). There is a temporary decrease in visual acuity. Corneal cultures were obtained for both eyes that showed scant growth of gram positive cocci staph epidermis. Medical intervention in the form of antibiotics and steroids were given. Ancef and tobramycin drops about 7 days then switched to zymar and pred forte on a tapering dose. Contact lens wear was temporarily discontinued. The patient's account, (B)(6) was also contacted. The account stated that they were not aware that the patient was having any problems and had not been seen for any medical attention since obtaining her lenses on (B)(6) 2012.